Manufacturer narrative:
Event date was not reported, aware date of these events was used.

Event description:
It was reported that complications occurred. The patient had a greenfield filter implanted in (B)(6) 2007. On an unknown date there was an attempt made to remove the filter; however it was not successful. The patient continues to experience unspecified medical issues related to the failure of the filter.